Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The sensing failure was due to the damaged downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.

Event description:
It was reported that the pump does not recognize any cassettes after closing the lever, and an error pops up. The event occurred during the lever closing. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.